Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694775 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead had nonphysiologic sensing, consistent non-capture, and the rv pacing impedance started fluctuating about one year ago and continues to bounce between 400 ohms and 1000 ohms. A chest x-ray was performed and it was determined that the rv pace/sense portion of the lead was not fully inserted into the implantable cardioverter defibrillator (ICD). A revision was performed to fully insert lead into header of device. Both the lead and device remain in use. No patient complications have been reported as a result of this event.